Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A field service engineer confirmed that the third-party contractor resolved the issue by reseating the keyboard universal serial bus cable and tested in hardware test application. The system functioned as intended after the third part contractor resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had keyboard unresponsive as several keys were nonfunctional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.